Manufacturer narrative:
The reported event of crm (B)(4) - channel disconnect file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement

Event description:
The customer reported that an unspecified medication was infusing at the time of the patients transferred to another facility however the device disconnected. The biomed called alaris tech support requesting parameter's programmed for the infusion, "the device was not sequestered however would have to download the event log from the pcu to recreate the parameters." Although requested, no additional information about the patient, medication, or event provided.